Manufacturer narrative:
The reporter¿s meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.1 inr qc 2: 5.1 inr qc 3: 5.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number up1085317 compared to another coaguchek meter. On (B)(6) 2022 at 7:48 a.m., the other meter's result was > 8.0 inr. On (B)(6) 2022 at 8:36 a.m., the other meter's result was 4.1 inr. On (B)(6) 2022 at 8:38 a.m., the other meter's result was 4.6 inr. On (B)(6) 2022 at 11:30 a.m., the meter's result was 4.0 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is biweekly. This MDR is for the meter with serial number (B)(4) and test strip lot 58517611. Refer to the MDR with a1. Patient identifier (B)(6) for the report on meter serial number (B)(4) and test strip lot 58526221.